Manufacturer narrative:
We will send a final emdr once the evaluation will be completed.

Event description:
During a revision surgery due to infection, surgeon was not able to extract the femoral neck from the revision stem due to some difficulties experienced with the neck impactor/extractor, code 9038.10.230, lot#10h1394. According to the info reported, surgeon tried to remove the whole stem but, since he was not able to shift it, it was decided to leave the stem in situ until infection will cleared up. Surgery time prolonged of 30 mins due to this issue. Event occurred in (B)(6).

Manufacturer narrative:
By checking the DHR of the lot# involved, no pre-existing anomaly that could have led to the issue was found on the 12 pieces placed on the market with the same lot#. We also checked the row material certificate without finding any anomaly. This is the first and only complaint received on this lot#. The lot# involved was manufactured in 2010 (the event happened on 08/01/2018), the approximate number of uses of the involved instrument is unknown. No definitive conclusions can be drawn on the causes of the bending of the instrument. However, according to the event description reported by our complaint source, the surgeon experienced difficulties while trying to extract the neck as it was not possible to disengage it from the stem. Most likely cause is that the impossibility to disengage the 2 components could have been caused by the post-op cold welding between the two components: cold welding origination is the particle contamination in the conical coupling between stem and neck. As reported in the surgical technique, to reduce this post-operative risk, the coupling surfaces of stem and neck must be clean and dry before assembling. In summary, by our analysis, most likely cause for instrument tip bending experienced, could have been related to the cold welding between stem and neck. In such cases, forces required to remove the neck from the stem are too high and cannot be transmitted with the neck extractor. Thus, the high stresses applied on the instrument during surgery, in the attempt of removing the neck from the stem, could lead to the damage of the instrument rod. Pms data: we are aware of a total of 4 cases of cold welding between stem and neck while trying to remove the neck from the stem with the neck impactor/extractor during a revision surgery of revision system. None of the cases reported were classified as product related. In 2 out 4 cases, also a damage to the instrument due to neck-stem seizure has been reported. Since the involved instrument is re-usable, we can estimate the occurrence rate referring to the approximate number of uses: according to our records, the instruments with code 9038.10.230 have been used at least 2253 times ww. The specific occurence rate of the instrument damage due to neck-stem seizure, related to the global number of uses, is therefore 0.089%. No specific corrective action for this case. Limacorporate will keep monitored the market.

Event description:
During a hip revision surgery, the surgeon faced some difficulties while extracting the femoral neck from the revision stem by using the neck impactor/extractor, code 9038.10.230, lot#10h1394. According to the info reported, since the surgeon could not disengage the femoral neck from the stem, it was tried to remove the whole construct neck + stem, but it did not shift. Eventually, it was decided to leave the stem in situ. When the instrument was removed, it was noticed that the tip of the pushing rod had bent. Surgery time prolonged of 30 mins due to this issue. Event occurred in australia.